Manufacturer narrative:
The information being reported was found in the journal article titled "total hip arthroplasty with an uncemented tapered femoral component in patients younger than 50 years". Journal arthroplasty 2010. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture date - unknown. This report filed march 10, 2011.

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 1983 and (B)(6) 1990 utilizing uncemented tapered femoral components. The article indicated that one revision was performed immediately postoperative because of peroneal nerve palsy secondary to excessive leg lengthening. The femoral component was removed and replaced. No further information has been provided to date.